Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the part number of the subject device was unknown until its return to the manufacturer on aug 19, 2016. Upon identification of the subject device part number, a complaint history was completed and the complaint was re-evaluated on aug 22, 2016 for reportability. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A manufacturing investigation was performed for the subject device. The subject device was received in a used condition with slight traces of use visible on the device surface. All relevant and significant characteristics, and like dimensions were checked during the investigation. All checked characteristics were found to be within specification. In addition, the subject device passed all functional tests. The complaint condition could not be duplicated. Misalignment of the subject device could not be confirmed. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Product manufacture date: aug 18, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. No manufacturing-related issues were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported initially reported an event in (B)(6) as follows: it was reported that due to misalignment of an unknown a2fn zig the proximal screw went out of the bone on the posterior side. This report is 1 of 1 for (B)(4).